Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that in first call with the nurse, they noted arctic sun device had alarmed 80 non-recoverable system error three times. They powered off and back on each time, but alarm was not gotten away. Nurse was not in front of the arctic sun device. It was advised if they had tried powering off and back on, if it kept returning then they need to send to biomed for evaluation and swap out device. On the second call with biomed they stated the nurses were having issues with a device and they called the clinical support line. Biomed wanted to know if they did call and told what the issue was. It was confirmed with biomed that a call received from the nurse early that morning. The issue was due to an alarm 80 non-recoverable system error. Biomed confirmed whether that was what the nurse wrote down. Explained if they needed any assistance with troubleshooting that alarm, they could connect them with their technical support group. Biomed declined at that time and stated they would try troubleshooting with the service manual first.

Event description:
It was reported that in first call with the nurse, they noted arctic sun device had alarmed 80 non-recoverable system error three times. They powered off and back on each time, but alarm was not gotten away. Nurse was not in front of the arctic sun device. It was advised if they had tried powering off and back on, if it kept returning then they need to send to biomed for evaluation and swap out device. On the second call with biomed they stated the nurses were having issues with a device and they called the clinical support line. Biomed wanted to know if they did call and told what the issue was. It was confirmed with biomed that a call received from the nurse early that morning. The issue was due to an alarm 80 non-recoverable system error. Biomed confirmed whether that was what the nurse wrote down. Explained if they needed any assistance with troubleshooting that alarm, they could connect them with their technical support group. Biomed declined at that time and stated they would try troubleshooting with the service manual first.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.